Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right tibial artery. The introducer sheath was placed over the aortic bifurcation when it was noticed via x-ray that the xience alpine 2.5 x 38 mm distal shaft had separated in the introducer sheath. The separated shaft and introducer sheath were removed as a single unit. The procedure was completed with another same size xience alpine. There was no reported adverse patient effect. No additional information was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: lot number, part number. Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The shaft separation was confirmed. It should be noted the xience xpedition everolimus eluting coronary stent system electronic instructions for use states: the xience xpedition stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions. In addition, the xience xpedition stent system is indicated for treating de novo chronic total coronary occlusions. The investigation determined the difficulties to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.